Manufacturer narrative:
Patient information and repair details were requested from the customer, but no response was received.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed error. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported.